Event description:
It was reported that the 2800 system intermittently locked up with a motion error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand controller and motion board were replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.